Event description:
A generator and lead were returned for analysis. The returned product form listed lead discontinuity as the reason for explant. It was noted that no replacement unit was implanted. Analysis of the generator was completed on (B)(6) 2014. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. Analysis of the lead is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.